Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to handling and reprocessing issue. Additional evaluation findings: distal end adhesive and insertion tube or bending section cover had lifting; switch condition was damaged; water flow and water removal were not to specification; water channel - volume and aspiration channel suction ¿ volume had blockage that was evident; and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had channels 3, 4, and 5 that were blocked. The intended therapeutic or diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white contamination possibly a simethicone type product was found in the air or water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.